Event description:
It was reported that the minibore pressure rated ext, IV cnnctor experienced leakage. The following information was provided by the initial reporter: material #: mz5301 batch/lot #: unknown we had an issue in our operating room with the bd max zero leaking.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the bd max zero leaking could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz5301 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. See h.10.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the minibore pressure rated ext, IV cnnctor experienced leakage. The following information was provided by the initial reporter: material #: mz5301. Batch/lot #: unknown. We had an issue in our operating room with the bd max zero leaking.